Manufacturer narrative:
Event date: exact date unknown, event occurred years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216500; model: sc-8216-50; serial: (B)(4); batch: 17392156.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.